Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a maverick2 monorail balloon ruptured. The lesion being treated was located between the extremely tortuous, moderately calcified and 99% stenotic distal right coronary artery (rca) and the atrioventricular branch. The physician advanced the 2.75x15mm maverick2 balloon to the lesion and inflated the balloon to 8atms. Then the physician inflated the balloon to 14atms and the balloon ruptured. The device was removed from the patient intact. The procedure was successfully completed with another maverick2 balloon and the deployment of taxus stent. Patient status is listed as "fine".